Manufacturer narrative:
MFR report # 3003721894-2018-00383 is associated with argus case (B)(4), corega (unspecified denture adhesive or denture cleanser). Corega denture adhesive is marketed as super poligrip in the us. Corega denture cleanser is marketed as polident in the us. The suspect device in this report will be submitted as a denture adhesive until additional information is received.

Event description:
Heart attack [heart attack]. Overuse [device used for unapproved schedule]. Heartburn [heartburn]. Case description: this case was reported by a consumer via call center representative and described the occurrence of heart attack in a (B)(6) patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for prosthesis fixer. The patient's past medical history included heart attack, reflux and gastritis. Concurrent medical conditions included allergy. Concomitant products included clopidogrel, acetylsalicylic acid, enalapril, isosorbide mononitrate (isosorbid), furosemide, atorvastatin and metformin hydrochloride (glifage). On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced heart attack (serious criteria gsk medically significant), device used for unapproved schedule and heartburn. On an unknown date, the outcome of the heart attack was recovered/resolved and the outcome of the device used for unapproved schedule and heartburn were not reported. It was unknown if the reporter considered the heart attack and device used for unapproved schedule to be related to corega (unspecified denture adhesive or denture cleanser). Additional details: concomitant drug included eye drop, glycazide,trimedadine. The consumer contacted to call center to informed that she had been using the suspect product for 35 years but she had a heart attack recently and stopped using the product; since that she had to buy a lot of medicine and she would like to know if we could help her with sample corega because she needs a lot, she added that she used the product twice a day(overuse) because she had heartburn problems and must brush her teeth whenever she eats. According to local leaflet the posology of the suspect product is to use once per day.